Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the suspect universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the customer encountered an error 17 requiring a restart of the system. The customer restarted the system three times, but the issue remained. The technical service engineer (tse) reviewed the logs and found that the issue was related to the universal surgical manipulator (usm) 4. They rebooted again, but the error returned. The tse advised the customer to disable the usm 4. The customer stated that all four arms were needed and opted to replace the robot to complete the case. The procedure was converted to another da vinci system with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed. The field error logs confirmed the unit triggered 17, 32127, 40084, 32097, and 25730 errors pointing to the aca pca, and the acm pca. The visual inspection did not reveal any signs of contamination or damage related to the reported problem. The unit was put on the in-house system, and all tests related reported problem. The unit was then put on the patient side cart fixture test platform (pftp), and the unit passed all tests related to the reported problem. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the site's system logs for the reported procedure date was completed. Investigation revealed the following possible related system errors: 17 - the ac_4f declared wheel read error subcode -1000 (recv, sequence error, lost msg or restart). Although the error codes point to the usm, the probable root cause cannot be traced more specifically based on failure analysis, which was unable to replicate the issue during in-house testing.